Event description:
It was reported that the patient presented via merlin.net transmission. Transmission revealed right ventricular lead noise. Patient was brought in clinic for isometric testing and noise was reproduced upon patient arm movement. Programming changes were done. No further issues reported. Patient was stable.